Event description:
Information was received indicating that during a surgical procedure a smiths medical portex® endotracheal tube probe was punctured; making it impossible to use. The endotracheal tube had secretions on it so the device removed and discarded. There were no reported adverse effects.